Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving prialt (25 mcg/ml at 6.4 mcg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the pump started alarming/beeping on (B)(6) 2015. The patient thought her pump was running out of drug or ran out of drug. Her telemetry strip showed a low reservoir alarm date of (B)(6) 2015. Per the patient, her pump was "making all kinds of alarms." On (B)(6) 2015, the alarm was similar to a european ambulance. The patient was in the process of changing doctors; she was switching to a new doctor that was closer. The patient missed a pump refill. The patient saw a doctor on (B)(6) 2015, but was told they didn't have the medication. She was not given oral meds for the return of symptoms. The return of pain symptoms came on suddenly. She called the new doctor's office and they also did not have the medication. The patient was going to re-contact both physicians to see if one of them could refill the pump. On (B)(6) 2015, information was received from the patient¿s daughter and she stated that ¿her mother is having lots of problems with the pump.¿ they had left several messages with the paging service of the doctor, but the doctor still had not called back. The actions/interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.